Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac trans plantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Brand name: heartware ventricular assist system ¿ controller, model #: 1420 / catalog #: 1420 / expiration date: 31-oct-2018 / serial or lot#: (B)(4), UDI #: (B)(4), device available for evaluation: no, date received by manufacturer:, device mfg date: 31-oct-2017, labeled for single use: no. Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was not feeling well and was found on the floor of his bathroom. It appears as if the patient was walking out of the bathroom to grab his walker, slipped backwards and hit his head on the sink and/or cabinet. The patient ended up with the controller behind him and the four prong cord of the ventricular assist device (vad) driveline were disconnected. The patient expired.

Event description:
It was further reported that the patient died of an unknown cause. No further details were provided regarding the event. The patient status was collected during a review of patient records with the healthcare facility.

Manufacturer narrative:
A supplemental report is being submitted for additional information and corrections. A3 sex corrected to male. E3 occupation corrected from other healthcare professional (other) to physician (phys). G2 report source corrected to include company representative. Newly received information indicated that the patient died of an unknown cause. B2 date of death updated from (B)(6) 2019 to (B)(6) 2019. B3 date of event updated from (B)(6) 2019 to (B)(6) 2019. Additional products: d4: serial #: (B)(6) h6: patient ime code(s): e2401 h6: imf code(s): f02 h6: img code(s): g04035 h6: FDA results code(s): c21 h6: FDA conclusion code(s): d16. Investigation of this event is pending and a supplemental report will be sent upon its completion. The patient status was collected during a review of patient records with the healthcare facility. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for investigation completion. The cause of death was collected during a review of patient records with the healthcare facility. Product event summary: the ventricular assist device (vad) and the controller were not returned for evaluation. Review of log files was not performed since log files were not available for analysis. Information received from the site revealed that the patient was not feeling well and was found on the bathroom floor. It appears that the patient slipped backwards and "ended up with the controller behind him and the four prong cord disconnected". Additionally, the controller was disconnected from the patient and the driveline was also suspected to be disconnected. It was further reported that the patient died of an unknown cause. Both the controller power ports and the driveline port have more than four pins. Therefore, based on the limited information available, a possible root cause of the reported event may be attributed, but not limited, to a physical disconnection of the driveline from the controller and/or the physical disconnection of power source(s) from the controller that may have occurred during the reported patient fall event. Based on the available information, there is no evidence to indicate that a device malfunction or performance issue caused or contributed to the reported event. Per the instructions for use, death is a known potential complication associated with the implantation of a vad. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additionally, the controller was disconnected from the patient and the driveline was also suspected to be disconnected.

Manufacturer narrative:
A supplemental report is being submitted for additional information and investigation completion. B5-newly received information indicated that the controller was disconnected from the patient and the driveline was also suspected to be disconnected. Product event summary: the ventricular assist device (vad) and the controller were not returned for evaluation. Review of log files was not performed since log files were not available for analysis. As a result, the reported event could not be confirmed. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Of note, it was reported that the patient slipped backwards and "ended up with the controller behind him and the four prong cord disconnected." However, both the controller power ports and the driveline port have more than four pins. Therefore, based on the limited information available, a possible root cause of the reported event may be attributed, but not limited, to a physical disconnection of the driveline from the controller and/or the physical disconnection of power source(s) from the controller that may have occurred during the reported patient fall event. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Additional products: d4: (B)(6) h6: FDA method code(s): 4114 h6: FDA results code(s): 3221 h6: FDA conclusion code(s): 67 investigation of this event is completed, and the file will be closed. If new information is received, the file will be re-opened, and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.